Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure at 258,191 joules of usage, the aiming beam fires straight out of fiber and burnt out was observed. The fiber was exchanged and the procedure was completed utilizing the second fiber (reportedly 258,191 joules used). The fiber tips (caps) of both fibers were not cleaned during the procedure. "No injury" to the patient reported.